Event description:
As reported by the user facility: b braun IV pump states infusion rate at 20 mcg per minute epinephrine with no improvement of blood pressure. Noticed IV bag volume had not decreased as expected. IV pump changed which resulted in significant increase in blood pressure proving that first pump infusing incorrect amount. No alarms indicating improper infusion were noted on the pump. Please refer (B)(4).